Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but two images were available for evaluation. Visual inspection noted the resected tissue. Several staple lines were visible. Fully formed staples could be seen. Blood could be seen on the tissue. Tweezers were inserted into an opening in the tissue. It was reported that postoperatively, there was acute intraluminal bleeding and perforation was confirmed at the distal end of the staple line. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days after a side-to-side jejunojejunostomy procedure, the patient presented with acute intraluminal bleeding, approximately 300 ml in volume, consisting predominantly of clotted blood. Endoscopic evaluation revealed a perforation measuring approximately 1- 1.5 centimeters at the distal end of the staple line. To resolve the issue, a re-operation was performed on the same day. The second procedure consisted of a re-operation explore laparoscopic small bowel resection and followed by hand-sewn anastomosis, instead of using a stapling device. The patient tolerated the procedure well, was discharged in stable condition, and demonstrated satisfactory recovery during follow-up.